Event description:
Customer reportedly received result of 12.0 mmol/l on the mobile system and result of 5.0 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.